Manufacturer narrative:
The purpose of this investigation was to determine the cause for the patella component loosening. Macroscopic photo analysis and dimensional inspection were performed on the retrieved insert. Upon visual examination, the patella component has scratches on the articulating and backside surfaces. The critical dimensions of the patella were checked against (B)(4) rev a using standard operator self-inspection instruments. The dimensions profile, height, overall diameter, and thickness could not be accurately measured due to the deformation present. Based on the dimensional and visual analysis the factors that could have contributed to the patella component loosening could not be determined.

Event description:
It has been reported that a revision was performed due to patella loosening. The surgeon stated that a warped patella led to cement mantle failure. It was also noted that the surgery time was extended over 30 minutes.